Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6, d1, d2, d4, d6(a), d6(b), g4, h4.

Event description:
Patient reported left side rupture and capsular contracture, baker grade IV. Per MRI it was noted silicone migration. After explant, it was noted the left side device was intact. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/jun/2024. Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side rupture and capsular contracture, baker grade IV. Per MRI it was noted silicone migration. Physician noted the left side device was intact. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to g4 - PMA/510(k): the device is a confirmed PMA device. Visual analysis of the photographs identified: ¿ rupture and silicone migration: no observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture and capsular contracture, baker grade IV. Per MRI it was noted silicone migration. Physician noted the left side device was intact. The device has been explanted.